Manufacturer narrative:
Unit received with unexpected flashing medtronic logo. Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing medtronic logo. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-test due to display anomaly. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using adapt tool it recorded pump error 40 and pump error 53. Pump error 40 ((B)(4)) was triggered twice on (B)(6) 2023 at 10:01:00.00 and 10:11:00.00. Per software engineer log it was determined the pump error 40 was software issue with motor safety circuit. Isolate to electronic assembly. Pump error 53 (main error log) (B)(4). Per software engineer log it was determined the pump error 53 was due to hardware issue with force sensor. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determine that one of the cables attached with the power connector was pulled off from the vibrator harness connector causing electrical short. Unit also received with cracked keypad overlay, pillowing keypad overlay, cracked case-corner of belt clip rails and cracked case (battery tube). In conclusion, unit received with unexpected flashing medtronic logo. Customer concern of pump error 40 was confirmed in download history files due to motor safety circuit error. Pump error 53 was confirmed in download history files due to hardware issue with force sensor. Unable to confirm critical pump error (open book image) due to flashing logo. Isolate to electronic assemblies. Cosmetic damage was confirmed with cracked battery tube case, cracked case corner of belt clip rails and cracked keypad overlay were noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of motor safety circuit failed test (pump error 40). Troubleshooting was performed and explained the pump performed safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The product will be returned for analysis.